Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 packaging was damaged in shipping. No patient involvement.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). A lot history record review was completed for lots 25150127, 25149744, 25149530; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on 05/19/2020. A visual inspection was conducted on both the harvesting device and cannula. Signs of clinical use and no evidence of blood was observed. The original packaging was not returned. No visual defects were observed on the cannula. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip. The silicone insulation was observed to be peeled, however the peeled silicone was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "packaging issue" was not confirmed, but confirmed for the analyzed failures "material twisted / bent wire" and "peeled; jaw". Specific actions for the analyzed failure modes material twisted/bent and peeled: jaw are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 packaging was damaged in shipping. No patient involvement.